Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and a breach in aseptic technique during the pd exchange is a significant risk factor or infection. The patient¿s pd culture yielded growth of klebsiella pneumoniae which is an organism that is normally found in the human mouth and intestine. Therefore, based on the available information, the patient¿s peritonitis is likely to be associated with a breach in aseptic technique during the pd exchange which led to contamination with klebsiella pneumoniae from an oral or intestinal source, as reported by the pd nurse.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Upon further follow-up, the patient¿s pd nurse reported that the patient had a pd culture obtained in the outpatient pd clinic which yielded growth of klebsiella pneumonia. It was reported the patient was treated with ceftazidime 1 gram intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient has recovered and continues pd therapy with the same cycler without any issues. The nurse stated the patient did not have any fluid leaks or any issues with any fresenius device or product in relation to the event. The nurse indicated the peritonitis event was caused by a breach in aseptic technique.